Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive, due to a lack of information. The device did meet relevant specifications. The product was used for treatment purposes. It is unclear if the product caused the reported failure. The labeling was found to be adequate as it states: it states "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. As the lot number is unknown, a DHR is not required. Based on the results of the investigation, no additional action is required at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states machine not suctioning. Rep did water test - failed water cup test- replacing the canister. It was used with flex wicks. No additional information provided. Troubleshooting did not resolve the issue. Per additional information received on 08sept2025, s/w pt stated unit is not suctioning good- states wick will be wet but no urine in canister. Informed we will need to troubleshoot unit- unit passed water test but wicks did not pass- requesting for replacement box to be sent- wicks are still under warranty. Informed pt that fa will also send bio box for defective wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states machine not suctioning. Rep did water test - failed water cup test- replacing the canister. It was used with flex wicks. No additional information provided. Troubleshooting did not resolve the issue. Per additional information received on 08sept2025, sw pt stated unit is not suctioning good- states wick will be wet but no urine in canister. Informed we will need to troubleshoot unit- unit passed water test but wicks did not pass- requesting for replacement box to be sent- wicks are still under warranty. Informed pt that fa will also send bio box for defective wicks.